Manufacturer narrative:
The investigation into the reported delivery issues- anatomy has been completed . Product was not return for investigation. The cause of the delivery issue was most likely patient condition related challenging vasculature, based on provided clinical details.

Event description:
The user facility reported a 62-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. The impella rp was prepared in a normal fashion for patient implant. The right femoral vein access was obtained and serial dilation to 23fr sheath. Flow directed catheter and .027 was unable to be passed into the left pa due to patients anatomy. Attempts to place rp were aborted.

Event description:
The procedural outcome noted that the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-05368 was provided in sections b1, b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.